Manufacturer narrative:
Concomitant medical products: product ID: dtpb2q1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with complaint of phrenic nerve stimulation. It was determined that the right atrial (ra) lead threshold had increased which caused the ra capture management (cm) feature to increase outputs which then led to the phrenic stimulation. It was additionally noted that the lead was unable to sense p waves nor ra capture at high outputs. A lead dislodgement was confirmed with xray and the ra lead was reprogrammed and cm was turned off. It was further reported that the right ventricular (rv) lead threshold also increased. Both leads remain in use. No further patient complications have been reported as a result of this event.